Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. There is also mention of repiiform, however, no clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to vaginal and uterine prolapse cystocele, rectocele, enterocele, interstitial cystitic and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, catheter x 2 months, difficulty sex. It was reported after mesh implant patient underwent appendectomy in. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with repiiform due to vaginal and uterine prolapse, cystocele, rectocele, enterocele and interstitial cystitis. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, catheter x 2 months, difficulty sex. It was reported that the patient underwent tension free vaginal tape cutting on (B)(6) 2008 due to urinary retention after mesh procedure. It was reported after mesh implant the patient underwent appendectomy in 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had repliform implanted on (B)(6) 2008 along with tvt.

Manufacturer narrative:
(B)(4).